Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have an insulation damage on the wire. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use and found the black wire insulation was stripped off. There were no signs of thermal damage at the site of the breakage. The customer indicated that no fragment fell inside of the patient and the instrument did not collide with any other instrument or tool.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. Instrument was analyzed and found to have damaged conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated and there were no signs of thermal damage. The instrument passed the electrical continuity test three times and delivered energy without any issues. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.